Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg was flipping in the ipg pocket. The ipg has difficulty communicating with the external devices. The pt had an appointment with the surgeon, but did not show up. Next course of action undetermined at this time.